Manufacturer narrative:
Date sent to the FDA: 04/09/2020. Corrected b5 narrative: it was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was detached from the needle shortly during use intra-peritoneal. It was not a control release needle. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: one empty labeled winding former, a detached needle and needle-suture piece of product code pee2993 were received for analysis. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition the needle-suture piece were visually inspected, the swage and attachment area were noted to be as expected and a suture piece still was attached to barrel needle. The end of the suture was cut appears to be by use of the surgical instrument and no needle pull off was noted. The other section of the strand was not sent for evaluation to determine the assignable cause. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records could not be reviewed as the batch number is unknown. According to the sample condition, the assignable cause is improper handling of the sample.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. What is the condition of the patient? No further information is available. 2nd device return follow up: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event/procedure date.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was detached from the needle shortly during use intraperitoneally. It was not a control release needle. There were no patient consequences reported. No further information is available.